Event description:
It was reported that during an attempted implant at a device change out procedure, it was noticed that no clicking sound could be heard when tightening the set screw. When disconnecting the lead from the device header, the insulation around the lead had torn when the lead was pulled, and an attempt to loosen the set screw was unsuccessful. Another hex wrench was used but one set screw came loose. The device was replaced. Patient was in stable condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inability to tighten and loosen set screw was confirmed in the laboratory and was due to an anomalous torque driver. The set screws were able to be engaged normally with a laboratory torque driver.